Event description:
It was reported that the device continues to beep. No patient involvement was reported.

Manufacturer narrative:
No information has been provided to date. One device was received for investigation and upon visual inspection it was noted to looks in good condition, with normal wear and tear. Started with visual inspection, filled tank with water, plugged line cord into outlet, attached temp check. Yes, the reported complaint was confirmed, the disposable, low water and over temp all alarmed. A faulty printed circuit board (pcb) was noted as causing the problem. The root cause could not be determined. The pcb was replaced and preventative maintenance was performed. The device passed functional testing. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records